Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received shows there is no information to reasonably suggest the device in this report may have caused or contributed to a death or serious injury or the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Updated data: b5. A second paragraph was added. Corrected data: d. Suspect medical device full UDI #. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a valve-in-valve procedure for dysfunction of a previously implanted 23mm non-medtronic valve (epic biocor), predilation of the previously implanted valve was performed with a 24mm x 4cm non-medtronic balloon (atlas gold), and fracture of the previously implanted valve was conducted to create a landing zone for the melody valve. The outer balloon of the ensemble delivery system ruptured, resulting in failure of the outer balloon to inflate with the inflation device. After inflating the inner balloon, the outer balloon did not inflate, which contributed to incomplete deployment of the melody valve and the valve hanging in the landing zone. The implanter withdrew the ensemble delivery system and inserted a non-medtronic balloon (zmed 22mm x 4cm) to deploy the melody valve. This resulted in mild pulmonary regurgitation. Additional information was received to clarify the pre-implant balloon dilation was performed due to the dysfunctional existing pulmonary valve and not due to calcification. Additionally, the outer balloon was not inflated at all, only the inner balloon was inflated; therefoere, there was no pressure or volume introduced inside of the balloon. It was confirmed the fractured valve did not cause or contribute to the ruptured inner balloon. It was further noted the implanter created a good landing zone with the 24mm non-medtronic (atlas gold) balloon pre-dilation to deploy the melody valve.

Manufacturer narrative:
Continuation of d10: product ID: pb1018, (serial: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2025, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a valve-in-valve procedure for dysfunction of a previously implanted 23mm non-medtronic valve (epic biocor), predilation of the previously implanted valve was performed with a 24 millimeters (mm) by 4 centimeters(cm) non-medtronic balloon (atlas gold), and fracture of the previously implanted valve was conducted to create a landing zone for the melody valve. The outer balloon of the ensemble delivery system ruptured, resulting in failure of the outer balloon to inflate with the inflation device. After inflating the inner balloon, the outer balloon did not inflate, which contributed to incomplete deployment of the melody valve and the valve hanging in the landing zone. The implanter withdrew the ensemble delivery system and inserted a non-medtronic balloon (zmed22mm by 4cm) to deploy the melody valve. This resulted in mild pulmonary regurgitation.